Event description:
It was reported that the patient underwent a posterior spinal surgical procedure at l5-s1. It was reported that the patient underwent a hardware removal because he was experiencing pain. No additional patient complications were reported.

Manufacturer narrative:
The lot of the suspect device was not identified, therefore, the manufacturer cannot determine the suspect device. However, the suspect devices in use are part # 8115536, lot #w07l0086; part # 8379120, lot #0000341w; lot #w08c1579; lot #w04l1285. (B)(4): neither the device nor applicable imaging films were returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined.